Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted during testing. No moisture damage was noted to the electronics assembly. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed button error. The insulin pump may have been exposed to sweat. Customer's blood glucose level was 180 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.